Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2022 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient reported that that the tube was remove about three weeks ago because of stoma infection that has been going on for two years. The patient reported that antibiotics have been prescribed on and off and had taken an unspecified antibiotic prior to removing the tubes. Duodopa therapy has been discontinued and the patient will not have a tubing replacement.